Event description:
It was reported that there was no solution in the lens vial. Additional information was requested, but was not received. This issue occurred with approximately 15 lenses. However, the exact number of lenses, serial/lot numbers and specific event dates were not provided. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.